Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission, intermittent capture threshold and noise was observed on the lead. No impedance anomalies were found. No intervention was made due to patient's age. No further information available.